Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges infusion set leaky. No adverse event reported. Infusion set has been discarded. No product will be returned.